Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Event description:
It was reported that a patient underwent a surgical procedure in (B)(6) 2012 and suture was used. Seven to nine days post operatively, the sutures were removed and the wound was healthy. Thirty to forty days post operatively, the patient experienced swelling at the incision site with serous discharge from the wound and the suture was extruding. The patient was treated with incision and drainage or debridement. Discharge from the wound continued and sinus/granuloma developed. Sinus tract/granuloma was excised and sent for histo-pathological examination. Foreign body reaction was the result. The discharge from the wound continued even after excision. The wound was then closed using a different type of suture and the patient recovered without any complications.